Event description:
Facility reported that a pt fell as they were moving them from the bed to the bathroom. The bolt in the over head beam broke. The resident fell to the floor and as a result alleged cervical sprain and knee contusions.

Manufacturer narrative:
Parts to be returned to MFR for analysis.